Manufacturer narrative:
UDI: unknown part number, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, 3 lumbar drainage systems experienced disconnections between the catheter and the drainage system in less than 2 weeks. No reported adverse consequences; lumbar drains replaced.

Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.